Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result for a female patient. The following data was provided (female cut off 15.6 ng/l): sid (B)(6): first troponin result = 17 ng/l (3:05 pm) second sample taken from the same patient sid (B)(6): troponin result = 6.1 ng/l (5:35 pm) the first sample was repeated and generated a result of 6 ng/l (6:28 pm). The customer noted the qc was in range. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for the lot. A tracking and trending review was performed and the complaint data for the list number does not identify any related trends for the product for the issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. A review of the device history record did not identify any non-conformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency was identified for architect stat high sensitive troponin-I reagent lot 51219ud00.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result for a female patient. The following data was provided (female cut off 15.6 ng/l): sid (B)(6): first troponin result = 17 ng/l (3:05 pm) second sample taken from the same patient sid (B)(6): troponin result = 6.1 ng/l (5:35 pm) the first sample was repeated and generated a result of 6 ng/l (6:28 pm) the customer noted the qc was in range. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.